Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to resume insulin therapy by loading new cartridge using guided technique, but alarm recurred, so pump remained unusable; customer planned to use backup insulin pump for insulin delivery, and technical support arranged warranty replacement, confirmed shipping address, instructed customer to place faulty pump in storage mode, and requested return of pump using prepaid label within specified timeframe.